Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or user had high glucose value. Manufacturer contacted customer within 24 hours later as well as other follow up calls for customer's condition; unable to make contact with the customer. Letter sent.

Event description:
Customer calling on behalf of her (B)(6) daughter and wants to know if the meter needed to be calibrated. Customer states that her daughter ran a blood test and got 563mg/dl and she wanted to know if the meter is working properly. Customer's mother instructed about the control solution that is use to test the strips. Customer states that her daughter is feeling light headed. Customer states that her daughter got a yeast infection then went into the dr. And the dr. Told her that her glucose results were very high. Customer states that the dr. Is supposed to call her back and tell her what to do. Customer's daughter has not been diagnosed as yet and is not sure what the normal glucose range should be. Customer is waiting for the dr. To call her back. Customer run another blood test on call and daughter got hi blood results. Customer was advised to seek medical attention now.